Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that one package had two areas where the dressing was exposed; one area at each end of the package, where a triangular piece of dressing was caught in between the sealed area.